Manufacturer narrative:
Date of event:(B)(6) 2017. The m4 handpiece was returned for analysis. Analysis could not verify the reported event of device overheating and noisy. The pre-temperature test could not be performed. The motor seized and it was corroded. The motor was corroded due to dried saline. The housing of the handpiece was disassembled and found the seals and bearings were worn. Service and repair replaced the motor, seals, bearings, and cable. The handpiece was cleaned, tested to the manufacturing specifications and returned to stock. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation was not performed. The device was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported the microdebrider m4 handpiece overheated and was noisy. There was no patient involved, no operator adverse event reported. Multiple attempts to obtain additional information for this reported event have been unsuccessful.